Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image noise was confirmed/reproduced. The device evaluation found the following additional reportable findings: water immersion in the main unit's image capture and camera cable. A probable root cause of the reported issues cannot be identified. A device history review revealed no findings/ issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image noise. The issue occurred during pre-use inspection prior to an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.